Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the issues to the 386 motherboard pcb. The 386 motherboard pcb was removed and replaced, as well as the cmos battery. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9600 fluoroscopy system was reported to have a multitude of issues with system operations, including issues with the save/swap/disk view functions were not operating correctly.